Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd¿ pen needles were blocked. This event occurred 15 times. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer bought two boxes of 28 pen needles in the pharmacy in early december, 15 needles were blocked in half of the boxes used, and 3 injection pens were replaced, all of which had needle blockage. They were injected once every morning and evening without repeated use."